Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
Angiodynamics' distributor received a complaint from a customer reporting a tine detachment with a talon rfa probe. The procedure was completed with a new of the same device. There was no report of any patient effect due to this event. It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation.